Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was impacting the femoral component, the impactor pad fractured. No pieces were retained by the patient. Attempts for additional information have been made and none is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6. The reported event was confirmed based on return of the device. Visual examination of the returned impactor pad identified signs of wear (abrasions on the impactor surface) and confirmed the reported event that the device was fractured. All fractured pieces were returned. Dimensional analysis was unable to be performed due to the fracture. Review of the device history record identified no deviations or anomalies during manufacturing. Device has a potential field age of 10+ years and exhibits signs of repeated use. The root cause of the reported event can be attributed to wear and tear of the device from the repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.